Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 462 mg/dl. Customer stated also stated that insulin pump received no delivery alarm. The insulin pump will not returned for analysis.